Manufacturer narrative:
H.3 the device has been returned but has yet to be evaulated by the manufacturer so the selection was changed to no as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-25234.

Manufacturer narrative:
The investigation of pump stop and vf/vt/af/at has been completed. The data logs were reviewed and the pump stop was confirmed. On 12/11, there is a trigger of alarm 115 with a motor current spike greater to 30000 ma. This is an indication of an electrical failure. Leading up to the event, there are no abnormalities noted in the logs. Returned product was investigated, and as reported, the catheter was completely separated from the red pump plug. At the location of separation, there was clear necking of the electrical wires and tearing of the kink protector, indicating excessive force was used. Based on data log review and returned product, the root cause of the pump stop was determined to be an electrical open. As the necessary information was not provided, the root cause of the vt/vf was not determined. E4 revised to reflect yes as medwatch was received by the FDA h9 medwatch mw5168975 added attachment of medwatch mw5168975 included.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ impella 5.5 with smartassist section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella 5.5 with smartassist for use during cardiogenic shock section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported a patient undergoing a high-risk percutaneous coronary intervention was implanted with an impella 5.5 device for mechanical circulatory support and during support, the pump stopped and the patient expired. The impella device was successfully placed with plans for protective percutaneous coronary intervention (ppci). The patient was transferred to the unit and the support level was increased to p-6 which was tolerated well by the patient. The patient experienced intermittent atrial fibrillation with rapid ventricular response. Amiodarone bolus was being considered by the team. However, support level were decreased to p-5. The patient was stabilized and ppci was planned for the following week. The next day after implant, the patient was weaned off all vasoactive drips. Additionally, the patient was moved to a chair with a plan to continue prehabilitation for ppci. Four days after start of support, the patient underwent high-risk percutaneous coronary intervention to the left main/left anterior descending and circumflex arteries. The patient was noted to have tolerated the ppci well, and a decision was being considered on whether to leave in the impella 5.5 device one more day. Review was completed of the importance of restarting systemic anticoagulation if the pump was left in. The pump was left in, and the following day, however, the pump stopped from p-5 to p-0. The nurse practitioner was advised to attempt to restart the pump at support level p-2, which was unsuccessful. The nurse practitioner stated, "the wires were exposed and shredded at the red impella plug." The nurse practitioner was then advised to immediately get someone who was able to pull the device across the valve due to creating wide open aortic insufficiency. Company clinical support arrived on site and the pump had been removed. The patient coded. And the patient expired. Clinical support noted upon entering the room to examine the pump, the patient was in a chair, and 3-point fixation was intact. However, the 3rd point on the left side of the red plug was secured to the cable, but not to the patient¿s body. The device was taken into possession and returned for analysis/investigation.